Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) and right atrial (ra) leads had possible occasional undersensed beats on stored electrograms (egm). The ra lead also had variable and high thresholds. The leads remain in use. No patient complications have been reported as a result of this event.